Manufacturer narrative:
This report is submitted on july 31, 2017, (B)(4).

Event description:
Per the clinic, the patient experienced a lack of osseointegration resulting in fixture loss. It is unknown whether the patient will be reimplanted, as of the date of this report.